Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer stated that the error 252 occurred after system power on, issue remains after customer power cycled the system, the technical support engineer (tse) requested a video with customer, tse found the double camera controller (doco) led was off. Tse checked doco and the illuminator breaker circuit, there were no issues. After swapping the power cable of doco and illuminator, error persisted. Pop-up error log showed error 307 pointing to doco. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event which was addressed with phone support. The customer reported to the technical support engineer (tse) that error 307 occurred, and the tse confirmed over the phone that the error was due to an issue with the double camera controller (doco). Field service engineer (fse) review of the error logs showed that error 307 occurred during the system powering on and pointed to a doco failure. The fse advised the customer that the doco would need to be replaced. The customer noted that the doco had been repaired. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.